Event description:
An eye care professional reported, that a female patient experienced moderate pain due to a central corneal ulcer with infiltrate, left eye, associated with wear of night and day contact lenses and use of amo complete moisture plus lens care solution. Treatment consisted of tobradex and zymar. Event resolved with no reduction in visual acuity and no scarring. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.